Manufacturer narrative:
(B)(4). The subject device was not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a level l5 -s1 pro-disc l procedure for disc replacement an inserter instrument and a distractor instrument wouldn't hold the polyethylene inlays to enable them to be seated into the intended location between the end plates. The surgeon tried the process four times and each time it failed. Each of the four polyethylene inlays had to be removed after they would not seat. A new inlay was used each attempt because the surgeon felt that the inlays were damaged during the removal process. An alternate inserter and distractor were readily available and used successfully without any difficulty. There was a 15-20 minute delay in surgery due to the reported event. The surgery was completed successfully and the patient's status postoperative status was reported as good. This report is 5 of 6 for (B)(4).